Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and a sample for catalog: 301948 to investigate for this record. Visual inspection of the returned sample presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the primary packaging process or some strong condition during handling of the product. DHR showed no indication of the alleged defect. H3 other text.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle the tip of the barrel was damaged inside of the package before it was opened. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that the tip of barrel damaged when the package was not open.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle the tip of the barrel was damaged inside of the package before it was opened. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the tip of barrel damaged when the package was not open.